Manufacturer narrative:
A model, UDI or a valid manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string was missing prior to use. Consumer did not use the product.